Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: ventilator unit connection lost during ventilation.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr (B)(4). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this complaint case it is stated by the operator that the failure did occur during ventilation with a patient involved. The transmitted eventlogfile prove that the event happened during powering on the device when no patient was connected to the ventilator. On 20-02-2024 at 00:58:48 the device was powered on, the ventilator remained in standby until 02:19:09 then the ventilation was started in ventilation mode asv 1.1. The ventilation continued until 05:32:23 on the same day when the ventilator was switched into standby. It was powered off at 16:24:05 and was powered on and was in standby at 16:25:46 when at the same second a "ventilator unit connection lost" alarm occurred. It was powered off at 16:26:35 and powered on again and was in standby at 16:27:12 when at the same second again a "ventilator unit connection lost" alarm occurred. At 16:28:04 the device was powered off. At the time when the alarms "ventilator unit connection lost" occurred no patient was involved but as the operator reported he has to intervene by using another ventilator. There was no reported patient, user or third party harm. Based on the information available, this issue may have caused or contributed to a patient harm because of a delay in treatment or decisions should it recur. Because a potential hazard could be present in this case, this event was classified as reportable. A hamilton medical servcie technician went to the customer and replaced the ip esm and the communication cable from interaction panel to ventilation unit. He was checking all functions of the ventilator using the service software. The device was found functional and was released afterwards. No technical issues have occurred since then. Due to the potential danger to the patient CAPA 2023_2_0067 was created to introduce improvement measures in this regards.

Event description:
Hamilton medical ag received the following incident description: ventilator unit connection lost during ventilation.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this complaint case it is stated by the operator that the failure did occur during ventilation with a patient. Involved. The transmitted eventlogfile prove that the event happened during powering on the device when no. Patient was connected to the ventilator. On (B)(6)2024 at 00:58:48 the device was powered on, the ventilator remained in standby until 02:19:09. Then the ventilation was started in ventilation mode asv 1.1. The ventilation continued until 05:32:23 on the same day when the ventilator was switched into standby. It was powered off at 16:24:05 and was powered on and was in standby at 16:25:46 when at the same second a "ventilator unit connection lost" alarm occurred. It was powered off at 16:26:35 and powered on again and was in standby at 16:27:12 when at the same second again a "ventilator unit connection lost" alarm occurred. At 16:28:04 the device was powered off. At the time when the alarms "ventilator unit connection lost" occurred no patient was involved but as the operator reported he has to intervene by using another ventilator. There was no reported patient, user or third party harm. Based on the information available, this issue may have caused or contributed to a patient harm because of a delay in treatment or decisions should it recur. Because a potential hazard could be present in this case, this event was classified as reportable. A hamilton medical service technician went to the customer and replaced the ip esm and the communication cable from interaction panel to ventilation unit. He was checking all functions of the ventilator using the service software. The device was found functional and was released afterwards. No technical issues have occurred since then. Due to the potential danger to the patient CAPA 2023_2_0067 was created to introduce improvement measures in this regards. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: ventilator unit connection lost during ventilation.